Event description:
Additional information received indicated that lead fracture was also noted. Lead was explanted and not capped as previously reported.

Manufacturer narrative:
All information provided by manufacturer, and maude event report mw5037216. (B)(4). A partial lead was returned in three pieces for analysis. Internal insulation abrasion under the svc shock coil was noted at 5.7-6.1cm from the distal end of the svc shock coil. The etfe coating was intact at this location. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented in clinic for a follow up when noise was observed on the right ventricular sensing channel. Externalized conductors were observed prior to lead being capped. The patient was fine after the procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.